Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) verified cable connectivity using an internet tester and confirmed stable network transmission. After logging in, network and sharing settings were checked, and both pixie net and network three were confirmed to be transmitting data normally. No faults were found. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and customer tried rebooting pyxis twice, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.